Event description:
It was reported after isolating the left pulmonary veins, ablating the roof line and anterior line, a cardiac tamponade was detected. The cause of the tamponade was unclear. A pericardiocentesis was performed and the pt stabilized.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The cause for the reported effusion remains unk. Date report submitted to FDA by MFR: (B)(4) 2010. Date initial reporter provided the info to the MFR: (B)(6) 2010.